Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 275 mg/dl. The customer continued to use the pump for insulin therapy.